Manufacturer narrative:
Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported that a sternalock 360 failed to lock during a procedure. It is reported the doctor had to remove the implant that failed to lock and replace it with traditional sternalock blue plates and screws. It is reported that 30 minutes was added to the procedure. It is reported that the patient did not retain a foreign body and the surgery was successful with the replacement plates.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The DHR (device history records) was reviewed and no non-conformances were found. The returned product was visually evaluated. The product was returned without the needle. This indicates two of the three locking mechanisms functioned as intended and the surgeon had trouble with the returned one. The band left in the tensioners has been sheared as intended. The band on the returned box plate assembly is also sheared as intended. The action of shearing the band with the turning of the tensioner is designed to occur after the cam on the locking mechanism is actuated, locking the band. Since the band is sheared as intended it is likely the locking mechanism was actuated. There is evidence of the cam interfacing with the band in the form of a torn and bunched up section of the parylene coating from the band. The cam is designed to lock into place after being fully actuated, but the returned part has the cam still in the open position. The complaint was confirmed as the returned implant did not have the band locked by the cam. The most likely underlying cause is the locking mechanism not being fully actuated due to the tensioner being prematurely disengaged. The instructions for use has step by step instructions to use the system including the tensioner.